Event description:
The facility's risk manager reported the pump free-flowed during patient use. The pump was programmed to infuse an unknown size bag of dobutamine at an unknown rate. The pump was stopped and the patient began to complain of feeling "bad". The nurse then noted the patient's heart rate had almost tripled and at this time noticed the pump flowing rapidly even though it was stopped. The pump was immediately disconnected from the patient. No medical intervention was needed and no adverse outcome resulted. Despite baxter's efforts to obtain information regarding the actual incident date, patient demographics and the tubing product code and lot number in use, no additional details were able to be obtained.